Manufacturer narrative:
Investigation is ongoing device remains implanted.

Event description:
As reported, 4 years and 10months following a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 valve via transfemoral approach, the valve failed due to aortic insufficiency (ai), aortic stenosis, calcification, regurgitation and stenosis. An echo in 2018 showed trace ai, echo ~4yrs later showed moderate ai and mild to moderate paravalvular (pvl) in multiple places. Patient experienced shortness of breath, dyspnea on exertion and decreased energy. The plan was to surgically explant and replace it.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned therefore, no imagery evaluation performed. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. No lot history, complaint history, manufacturing mitigation review was required as an existing technical summary is applicable to this event. A review of the instructions for use (IFU) was performed, and no IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure and additional assessment of this adverse event is not required at this time. The complaint for post implantation svd calcification was unable to be confirmed based on provided medical report. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation svd calcification did not confirm any manufacturing nonconformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non conformance or device malfunction were found in any of the valves returned for these complaints. As reported, 4yrs 10m following a tavr procedure using a 23mm sapien 3 valve via transfemoral approach, the valve failed due to aortic insufficiency (ai) / aortic stenosis (calcification, regurgitation and stenosis) and the plan was to surgically explant and replace it. Due to limited information, a definitive root cause was unable to be determined at this time. However, it was likely due to patient condition; therefore, the technical summary is applicable to this complaint event. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.